Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2016; addrl1, ipg, implanted: (B)(6) 2016.

Event description:
It was reported the atrial and right ventricular (rv) leads had microdislodgement and the atrial lead exhibited high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.